Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Delivery date of the device is feb 19, 2020. Wear and tear by normal usage could have been the cause of the event of the broken power switch and the power inlet; however, this cannot be conclusively determined.

Manufacturer narrative:
Correction being made for the manufacturing date. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. The delivery date of the device is not known.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. (B)(4)). Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the power cord inlet was broken with a power cord receptacle failure. The power switch was broken as well. This caused the user¿s issue of device not running. In addition, the main socket was broken as well. There was liquid residues on the power switch and the splash guard. The device feet were worn and not safe to stand on. The pump capacity was low. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for repair after a fuse failure that prevented the device from turning on. Water penetration was suspected. There is no patient involvement and no harm reported to anyone. Upon the evaluation of the returned device, it was noted that the power switch and the power inlet were broken. This medwatch is being submitted for the reportable issue of power switch and power inlet being broken observed during device evaluation.